Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device worked fine in the beginning but then the jaws broke upon grasping tissue. The white part of the insulation broke and fell into patient's cavity. The piece was removed from the cavity. No patient harm.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the device's cord plug was cut off and not returned for investigation. The device's jaw and over mold were also damaged. The missing over mold piece was not returned for investigation. The reported condition was confirmed. The investigation found the top jaw and the over mold plastic around the top jaw were damaged. The damage to the jaw and the over mold plastic is consistent with the device being misused. The investigation identified the root cause of the reported event to be user error. The IFU states, use caution when grasping, manipulating, sealing, and dividing large tissue bundles. If information is provided in the future, a supplemental report will be issued.